Event description:
Provider was advised by the patient's wife went to get out of their bed and was using the walker to help them get up, the left side of the walker folded in about 3 inches from without them pushing the release button being pushed and the with the walker folding inward the patient fell. Patient's wife advised she had to call the ambulance to come get her husband and they took him to the local hospital where they found that he had 3 fractured ribs due to fall. Update from consumer affairs on 7/22/2016: end user's wife stated along with fractured ribs the patient suffered a compression fracture. Update from consumer affairs on 7/26/2016: end user's wife stated that her husband fell on 2 occasions because he was using the walker and the side allegedly folded in a few inches causing him to fall each time. The 2nd fall was worse and he has been in a lot of pain. When they took the walker back to the dealer she said the dealer heard a slight rattle inside the walker when opening and closing the legs. No further information provided at this time. The user's manual states the expected life of the product listed in this manual when used in accordance with the safety instructions, maintenance intervals and care instructions is five years. Maintenance and inspection should be done at least every six months. No regular maintenance records were provided to verify maintenance was performed as specified in the user's manual. The walker's age is 4 years and 10 months. If regular maintenance was not performed, the walker has exceeded the expected life. The user's manual also warns that before use, both sides of the walker must be open and in locked position. It was reported that this is the second event with the alleged malfunction and a resulting fall. There was no injury reported with the first event. The end user failed to have the walker repaired after the first event and continued to use the walker with a known issue. Return material authorization has been issued for the return of this device for investigation; return not yet received. Investigation to be completed when the device is returned. Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Additional/updated information was added to reflect the walker being returned for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, the walker exhibited roughly three inches of lateral movement when locked in an open position. The lateral play was determined to be due to the rivets of the left locking mechanism being loose. It could not be determined whether the rivets were installed improperly or if they became loose over time. However, the lateral play exhibited by the left side frame did not adversely affect the stability of the walker. The device was capable of standing on its own with each of its four legs contacting the surface of the floor no matter how the left side frame was positioned, provided it was locked open. The walker only seemed unstable when weight was not distributed evenly upon it. The user manual for this device states, ¿make sure that the user¿s weight is distributed evenly and directly over the walker. The walker is not intended to support the full weight of the user¿. When the end user utilized the walker to help them get out of bed, their weight was likely not distributed evenly; thus, resulting in the walker folding inward and the user falling.

Event description:
Provider was advised by the patients wife went to get out of their bed and was using the walker to help them get up, the left side of the walker folded in about 3 inches from without them pushing the release button being pushed and the with the walker folding inward the patient fell. Patient wife advised she had to call the ambulance to come get her husband and they took him to the local hospital where they found that he had 3 fractured ribs due to fall. Update from consumer affairs on 7/22/16: end user's wife stated along with fractured ribs the patient suffered a compression fracture. Update from consumer affairs on 7/26/16: end user's wife stated that her husband fell on 2 occasions because he was using the walker and the side allegedly folded in a few inches causing him to fall each time. The 2nd fall was worse and he has been in a lot of pain. When they took the walker back to the dealer she said the dealer heard a slight rattle inside the walker when opening and closing the legs. No further information provided at this time. The user¿s manual states the expected life of the product listed in this manual when used in accordance with the safety instructions, maintenance intervals and care instructions is five years. Maintenance and inspection should be done at least every six months. No regular maintenance records were provided to verify maintenance was performed as specified in the user¿s manual. The walkers¿ age is 4 years and 10 months. If regular maintenance was not performed, the walker has exceeded the expected life. The user¿s manual also warns that before use, both sides of the walker must be open and in locked position. It was reported that this is the second event with the alleged malfunction and a resulting fall. There was no injury reported with the first event. The end user failed to have the walker repaired after the first event and continued to use the walker with a known issue.